Event description:
It was reported to boston scientific corp that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure performed in 2009. According to the complainant, one of the jaws of the device broke off during the procedure. It was reported the device had been used successfully to collect biopsies prior to this occurring. The device and the scope were removed from the pt in tandem. No fragments of the device dislodged into the pt as the device fragment remained in the scope. Upon completion of the procedure the scope was flushed (outside the pt) and the fragment was removed. A second endoscope was inserted and the procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
The device has been rec'd for analysis. Upon completion of the failure analysis of the complainant device, if there is any further relevant info from that review, a supplemental medwatch will be filed.